Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 412 mg/dl. The customer's other relevant blood glucose level was 351 mg/dl, 357 mg/dl. 369 mg/dl. The customer was treated with manual injections for high blood glucose levels. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.